Event description:
Pt reported experiencing a hypoglycemic event, while sleeping. Pt was sweating, and shouting, which prompted pt to contacted emergency medical services. Pt's stated to contacted emergency medical services. Pt stated that, when the paramedics arrived, pt's blood glucose measured 300 mg/dl. Pt was treated with an IV of d50. No additional treatment was received. Pt believes the hypoglycemic event was caused by an adjustment that pt had made to his basal rates (increased from 1.0u/hr to 1.5u/hr.